Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer observed a decrease in s/co values for the (B)(6) controls while using architect (B)(6) reagent lot 14630li00. The customer stated that nonreactive results were generated with this lot for two patients that were previously confirmed as weakly reactive. No impact to patient management was reported. This emdr is for patient 1 of 2. Patient #1 (B)(6) 2012, nonreactive result (B)(6). Previous value (no date provided) reactive (B)(6). Ica method (B)(6).

Manufacturer narrative:
Further information regarding this incident was received on (B)(4) 2012. The architect anti-hcv specimen results cited in this complaint were not patient samples. The customer was testing archived low (B)(6) panels for internal qc monitoring. Therefore, there were no false (B)(4) patient results generated. (B)(4): device evaluation not required.